Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate results. The patient reported blood glucose results of "64 mg/dl" with a lifescan meter and "87 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of(B)(4). This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. Reportedly, the patient had symptoms described as "confusing and disoriented" two hours prior to the onset of the inaccuracy issue. There was no reported medical intervention that would suggest a serious injury.

Manufacturer narrative:
(B)(4): the meter and test strips passed all testing. The primary issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Device returned to mfg date: meter- 2/26/2013, test strips- 2/26/2013.